Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. Complete information for section a patient information; patient identifier = (B)(6).

Event description:
The customer reported false positive architect total b-hcg results on one patient. The results provided were: (B)(6) on 21 jul 2018 initial = 11970.1miu/ml (>25.0miu/ml = positive) / retest = <1.2miu/ml (<5.0miu/ml = negative). There was no reported impact to patient management.

Manufacturer narrative:
A review of the service history of the architect isr54703 identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant results. The customer's instrument logs were reviewed but did not identify conclusive information to indicate an instrument issue occurred. Return testing was not completed as returns were not available. A review of tickets for the architect i2000sr systems found no systemic issues or trends associated with erratic results. A review of the architect system operations manual addresses: operational precautions and limitations; specimen handling; information regarding maintenance and diagnostic procedures; and addresses troubleshooting of I-system erratic results. The architect total b-hcg package insert provides information for: sample preparation and handling; limitations of the procedure; assay processing, expected results, and performance characteristics. Based on the investigation, no product deficiency was identified for the architect i2000sr, serial number (B)(4).